Event description:
It was reported the patient has not used or recharged their ipg as recommended. The patient plans to meet with an sjm representative. No further information is available at this time.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.